Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: oldest-in-human successful extraction experience of a novel substernal extravascular defibrillator. Journal of cardiovascular electrophysiology. 2025; 36:295¿297. Doi: 10.1111/jce.16511. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an extravascular (ev) lead explant. The authors described a patient who experienced inappropriate therapy due to p wave oversensing approximately five months post implant. Reprogramming and defibrillation threshold testing was performed. At the 18-month follow-up, the patient reported sub-mammary and axillary chest wall tenderness near the implantable cardioverter defibrillator (ICD) site with no evidence of infection. Due to inappropriate sensing, the lead and device were explanted and replaced with a transvenous system. The status of the device and lead is unknown. No additional adverse patient effects or product performance issues were reported.